Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) migrated out of the muscle and became superficial due to weight loss. When attempting to use the device, the patient was unable to tolerate stimulation as it would worsen the pain. The patient was administered a steroid injection that led to loss of bowel and bladder control, and the patient eventually had to undergo an emergency extreme lateral interbody fusion (xlif) procedure.